Event description:
Additional information: the returned device analysis of the proglide device revealed that the guide was broken at the distal end of the guide tube. The posterior foot was separated and was returned. Follow-up with the account confirmed that the guide break and foot separation occurred during removal of the proglide device. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide and foot detachments were confirmed. The foot retraction issue could not be tested due to the returned device condition. Difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the force applied to remove the device was circumstantial. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device with a 6f sheath after a renal interventional procedure. Reportedly, resistance was felt when attempting to remove the proglide device. The foot plate was unable to be retracted. Excessive force was used to pull the proglide device out of the anatomy. No tissue damage was noted. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.